Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument will not calibrate li (lithium) lip (lipase) and dbil (direct bilirubin). Customer stated that the cartridge chemistry (cc) sample probe was also dripping. Customer could not find the cause of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the leak and calibration issue was caused by a worn out t-valve. Fse replaced the t-valve and this resolved the issues. No further problems were reported.

Manufacturer narrative:
(B)(4).